Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the asymptomatic patient presented in clinic. Programming changes were made to address the post paced t wave oversensing. The patient was being monitored. The patient was stable before, during and after programming changes.